Event description:
Following an interventional procedure, the physician attempted arteriotomy closure using a closer tsl 6 fr device. There was no scar tissue, tortuosity, or calcification of the access site. It is unknown whether the patient has had previous procedures. After obtaining good marking, the physician firmly raised the lever and pulled out the plunger. An apparent bilateral cuff miss occurred. The physician advanced the device, parked the foot, and removed. There was slight resistance upon removal, and the sutures remained in the artery. The doctor removed both sutures manually and observed that cuffs were attached to the suture. Manual compression was attempted but failed to produce hemostasis. Surgery was performed to obtain hemostasis. According to the vascular surgeon, there was a slit shape cut on the vessel.